Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to his device stopped working. All components were removed and replaced. The device performance issue was not specified. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.